Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provide for further evaluation. In addition a photograph was also provided. Visual examination of the sample noted a disconnection at the bonded joint between the distal caresite valve and backcheck valve. The site of the disconnection is the same location shown in the photograph provided. The reported defect is confirmed. House retain samples were reviewed with no defects noted. Incidents of this nature are attributed to operator oversight during the assembly of the product. Insufficient application of solvent during assembly can lead to the defect reported. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence a quality notification was created in order to raise awareness and train all employees involved in the assembly of the product.   Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device has received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "the tubing leaked at the filter disk during an epidural. IV fluids and blood leaked out around the disk onto the floor." It should be noted that the reporter is referring to the backcheck valve as the filter disk.